Event description:
Per the report, "the c-arm used in the or is not functioning correctly. Fluoroscopy images and runs are not uploading into the pacs system. These images are needed for clinical decision-making and future operations/procedures. This issue will result in addition imaging and procedures for the patients that he/she would not otherwise need." Manufacturer response for : siemens artis pheno c-arm, (brand not provided) (per site reporter). Siemens service was notified. We are awaiting their call to come in for service.

Event description:
Per the report, "the c-arm used in the or is not functioning correctly. Fluoroscopy images and runs are not uploading into the pacs system. These images are needed for clinical decision-making and future operations/procedures. This issue will result in addition imaging and procedures for the patients that he/she would not otherwise need."